Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9141672. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked during the infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: "during intravenous infusion, the indwelling needle was leakage. After removal, and explained to the patient and the indwelling needle was replaced."